Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The mother of a customer reported via phone call of high blood glucose level of 453 and of adhesion issues with the set. Customer was advised on proper insertion technique. Customer declined high blood glucose troubleshooting and will be provided with replacement serters. No further details.